Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device with green recharge was used and when the cut and staple was made, the device only made the cut. Four reloads were used and all failed (4 units). There were no patient consequences reported.